Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system was experiencing repeated faults, specifically error 32126 related to the right arm. The system had already rebooted twice, but the issue persisted. The technical support engineer (tse) reviewed the live log to confirm a communication issue with mcer. The caller was instructed to perform a hard power cycle, but the problem remained unresolved. The tse then assisted the caller in using the instrument release kit (irk) to remove an instrument from the tissue. It was identified that the issue originated from the surgeon console. The staff moved another surgeon console into the room, reconnected it to the system, and successfully redocked to continue with the procedure. The doctor inspected the patient and confirmed that there was no harm or injury resulting from the event.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported 32126 error was confirmed but not replicated during in-house testing. Upon visual inspection, no issues were found that would relate to the reported event. The unit was installed on an in-house system and tested with in-house instruments. No issues were observed, and the unit passed the system test. After installation on sftp and running the fitness test, the unit failed the gravity balance test post sine cycle - sh (max_imbalance). However, the test passed after performing calibrations. A 1-hour variable speed sine cycle and line screening test were also performed and passed. As a result of this investigation, failure analysis has concluded that the slip ring, slip ring constraint, o-ring, and lower frame were found to be the probable root causes of the reported event. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported. The associated product was not returned, and there were insufficient details to assess the failure mode.

Event description:
Refer to h11 for follow-up information.